Event description:
It was reported that a spectrum pump had a volume inaudible. This occurred in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and identified that the pump had a volume inaudible. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the speaker dislodge from the rear case. The rear case required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.